Manufacturer narrative:
UDI: unknown part number, UDI unavailable. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported by the project manager, a codman lumbar drainage catheter tip broke during insertion. As reported by the project manager, the drain and packaging was not saved. The patient had to return to surgery for removal of broken catheter and hospitalization was prolonged.

Manufacturer narrative:
(B)(4). It was initially reported that a lot number had been provided. No lot number information has been received for this event. This report has been updated to reflect the corrected information. At present, we consider this complaint to be closed.